Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks for supraventricular tachycardia (svt). The patient was hospitalized and underwent an ablation procedure and device reprogramming. An echocardiogram was done and the patient was referred for an electrophysiology study. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that after review of the data it was determined that only one of the delivered shocks was inappropriate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.